Event description:
The user facility called and said he suspect device had given higher pt results in dec. When compared to the lab. Examples given were: device results of >8.0, 7.5, 8.0 and 8.0 versus corresponding lab inr values of 2.0, 5.7, 3.69, and 5.0. No treatment alleged. The device was replaced and requested to be returned for evaluation.